Event description:
It was reported that the plunger was defective and wouldn't move. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was not confirmed. Received (1) flotrac - vamp adult kit. As received, it was able to move the plunger inside reservoir without any problem. However, the reservoir cap was found completely detached from reservoir housing. Visual examination showed that the cap and reservoir had not been completely welded. Indications that reservoir material was melted during welding process were visible only at the round ends of reservoir and the cap weld areas. The rest of weld areas or surfaces from both reservoir and cap appeared smooth or not melted. Reservoir mold cavity #2 and cap mold cavity #2.